Event description:
Healthcare professional reported a left side seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed inside the device. Observed opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side seroma. Device has been explanted.